Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt's venous needle pulled out during a routine hemodialysis treatment. An unspecified amount of blood was lost. The operator stated that the cycler did not alarm. Treatment was discontinued without performing rinseback, resulting in an add'l blood loss of approx. 190cc. The pt required a blood transfusion as a result of the blood loss. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the pt's needle dislodging during treatment. Eval of the returned cycler found no problems. All alarms performed as required. There is no evidence of a device malfunction. The user's guide includes a warning that the cycler may not sense slow blood leaks from a venous access disconnection, the operator should always tighten and recheck the pt vascular access, secure the blood access device to the pt and to visually inspect the system periodically for evidence of leaks. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.